Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer was given glucagon and food to treat. The customer experienced symptoms such as slurred speech and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported sensor glucose versus blood glucose differences. Troubleshooting was completed and no issues were found. The customer was hospitalized due to a low on (B)(6) 2019 of 48 mg/dl. The insulin pump will not be returned for analysis.